Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the fracture face is homogenous, indicating material conformity. The tip was completely broken off and the shaft was bent, which indicates too much lateral stress was applied, resulting in the breakage of the tip. This complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that while drilling the bone, the drill bit broke. This is report 1 of 1 for file (B)(4).